Event description:
The MFR received info alleging that a ventilator displayed a service required message. There was not pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a failure with the oxygen blending module which could affect the accuracy of the delivered oxygen concentration. The device's oxygen blending module board was replaced to correct the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for the "service required" condition. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in degradation of therapy.